Event description:
The customer reported that during op check the device would freeze and then fail for multiple tests, such as pacer test and the charge button test. There is no indication of patient involvement.